Event description:
The patient was implanted with a left ventricular assist device. The center reported that the patient's cause of death was related to severe and transfusion depending anemia due to hemolysis from the lvad, a persistent lvad infection, and suspected lvad thrombosis.

Event description:
Additional information: it was reported that the patient had hemolysis and a persistent driveline infection. The patient did not have a history of coagulopathy. The patient suffered from persistent recurrent gi bleeding and had been off all anticoagulation for some time. There was no autopsy and the hospital will not be returning the pump.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported events could not be determined. No autopsy was conducted and the pump was not returned. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.